Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure, and the product was not available for use. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved with manual compression, lasting less than thirty minutes, and the patient recovered. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was prepared and used according to the instructions for use (IFU). A 5f non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography or venography, and the insertion angle was verified at 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with mild vessel tortuosity and mild calcium presence. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The target femoral site was not previously closed with any closure device less than thirty days prior to this procedure. The procedure was a diagnostic procedure and used a retrograde approach. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure, and the product was not available for use. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved with manual compression, lasting less than thirty minutes, and the patient recovered. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The device was prepared and used according to the instructions for use (IFU). A 5f non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography or venography, and the insertion angle was verified at 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with mild vessel tortuosity and mild calcium presence. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The target femoral site was not previously closed with any closure device less than thirty days prior to this procedure. The procedure was a diagnostic procedure and used a retrograde approach. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position, fully covered by the sealant sleeves. Regarding the sealant sleeve condition, no abnormal findings were observed. No catheter sheath introducer was returned for this evaluation. The balloon presented a complete burst condition, and the core wire was present, while the atraumatic tip did not exhibit any abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation test could not be performed due to the balloon¿s compromised state. A high-magnification evaluation was performed on the balloon¿s surface. During this analysis, a radial rupture on the balloon surface consistent with a burst condition was observed. The reported ¿balloon balloon loss of pressure¿ was observed during analysis of the returned device as a radial rupture was observed on the balloon. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture according to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The product analysis does not suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.